Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that a pt presented in the emergency room with weakness and symptoms of heart failure. The left ventricular lead was found to be exhibiting loss of capture. The issue was resolved by reprogramming the device.